Event description:
Pt was undergoing angiogram procedure. During procedure a fb was noted and it was discovered that the tip of the luge guidewire had broken off. It was noted on x-ray prior to ending the procedure. The md was able to retrieve the piece that broke off prior to the procedure's end.